Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that during the attempt to cross the recanalization catheter through a heavily calcified lesion, approximately 60-80mm of the distal tip detached in the vessel. Two stents were placed at the lesion site. No further intervention will be performed. There was no reported patient injury.